Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was in hospital for 3 hours on (B)(6) 2020 for high blood glucose as insulin pump shut off and not responding to new batteries. The blood glucose at the time of the hospitalization was 416 mg/dl. The customer was not using auto mode function at the time of the event. The customer treated high blood glucose with manual injection and intravenous fluids. The customer performed self test and was passed. The insulin pump will not be returned for analysis.